Manufacturer narrative:
Section a: patient information was inadvertently included in the initial report. Patient privacy laws prohibit the release of patient information without patient consent. Manufacturer's investigation conclusion: a specific cause for the reported infection could not be conclusively determined through the evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6). (B)(6) was returned assembled with the pump cable cut approximately 4.5¿ from the pump header and the distal end of the pump cable measuring approximately 23¿ was also returned. The modular cable was returned attached to the distal portion of the pump cable at the in-line connector. The sealed outflow graft, sealed outflow graft bend relief, and outflow graft clip were not returned. The cuff lock was unremarkable, and the apical cuff was not returned. Evaluation of the inlet tube revealed no evidence of thrombus formations. Upon disassembly of the pump body, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device (lvad) event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. A is currently available. Section 1 of this document lists infection (localized, driveline, and pump pocket or pseudo pocket infection) as an adverse event that may be associated with the use of the heartmate 3 lvas. Care instructions in regard to preventing infection are provided in various sections of the IFU, including caring for the driveline exit site and controlling infection. Section 8 of this document contains driveline care instructions and explains that the exterior surfaces of the driveline cables can be cleaned with a damp, lint-free cloth as needed. If more aggressive cleaning is needed, it is recommended to use warm water and mild dish soap. The heartmate 3 lvas patient handbook, rev. C, is currently available and also contains information about caring for the driveline and preventing infection. Section 4 contains information on caring for the driveline and instructs the patient to keep the driveline clean. Wipe off any dirt or grime and if the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported infection could not be conclusively determined through the evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6). (B)(6) was returned assembled with the pump cable cut approximately 4.5¿ from the pump header and the distal end of the pump cable measuring approximately 23¿ was also returned. The modular cable was returned attached to the distal portion of the pump cable at the in-line connector. The sealed outflow graft, sealed outflow graft bend relief, and outflow graft clip were not returned. The cuff lock was unremarkable, and the apical cuff was not returned. Evaluation of the inlet tube revealed no evidence of thrombus formations. Upon disassembly of the pump body, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device (lvad) event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient was re-admitted from (B)(6) 2020. The patient was hospitalized to treat the pseudomonas aeruginosa infection. Antibiotics were stopped from (B)(6) 2020. The translocation of driveline was done twice in (B)(6) 2020. However, the infection was not resolved, and the pump was exchanged on (B)(6) 2021.